Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera control unit had an e222 camera head communication error code. The issue occurred, during preparation for use. And the procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, e2, e3, g2 (unmark health professional), and h6 (medical device problem code- replace with 3005). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of e222 camera head communication error code was confirmed. Based on the results of the investigation, it is presumed that the event occurred due to faulty rx module. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use for a therapeutic unspecified procedure which was completed using a similar device. The patient was not under anesthesia.